Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 30-mar-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-8400ex excalibur broke. This was discovered during use with no patient harm reported. Additional information has been requested.